Event description:
It was reported that this handpiece overheats. There is no report of this event occurring during a procedure, and there is no report of any pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the initial investigation details the reported condition of the device overheating during usage could not be duplicated. A follow-up report will be submitted if the final results of the quality investigation require one.